Event description:
It was reported that the right ventricular lead was explanted due to an unknown malfunction. No patient consequences were reported.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147179. Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown.